Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. As a result, customer¿s blood glucose level increased to 575 mg/dl and the customer went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin and released from the ER 8 hours later with no permanent damage. The customer reverted to an alternate method in insulin therapy.